Event description:
The customer reported via phone call that the sensor needle broke off upon its removal. The customer also reported that the needle hub was difficult to remove and the introducer needle did not immediate retract. The customer stated that the transmitter did not flash, so he removed the sensor and found that the cannula was missing. He stated that the sensor cannula was not intact. The customer's blood glucose was 85 mg/dl. The customer stated that the sensor cannula was not pulled up through the base. He noted that there was resistance upon removal of the introducer needle. He stated that the introducer needle was not bent upon removal. The customer was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. Unable to confirm the needle anomaly due to the needle not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.